Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set when customer applied force, the tubing was cut. The following information was provided by the initial reporter. The customer stated: ¿the customer reported the following two issues:(1) damaged wing: the wing was found to be twisted before use.(2) damaged tubing: when the hcp set the product, applying force, the tubing was cut.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set when customer applied force, the tubing was cut. The following information was provided by the initial reporter. The customer stated: ¿the customer reported the following two issues:(1) damaged wing: the wing was found to be twisted before use.(2) damaged tubing: when the hcp set the product, applying force, the tubing was cut.¿

Manufacturer narrative:
H.6 investigation summary: bd received 2 samples and 7 photos from the customer in support of this complaint. The samples were evaluated and the indicated failure modes of damaged wing and cut tubing was observed. Additionally, 5 retention samples from the bd inventory were visually checked and no defects were found. Bd was able to confirm the customer¿s indicated failure mode with the returned samples and photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.. H3 other text : see h.10.